Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor would not power on. Upon evaluation, high voltage deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) board. The cause of the inability to complete testing is the damaged circuitry. The root cause of the damaged circuitry could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.